Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the clamp an unknown quantity of unspecified exactamix bags were "difficult to close". This issue was identified during filling prior to patient use. There was no patient involvement. No additional information is available.